Manufacturer narrative:
Failure analysis was unable to verify the compromised force sensor system alarm and perform the basic occlusion, occlusion and excessive no delivery test due to a cracked end cap. The pump had a scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was more than 130 mg/dl at the time of incident. The alarm was received during rewind. The customer rewound the pump with the reservoir inside the compartment and she was not able to complete the process because the plunger did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.